Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces during visual inspection. The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected restart error alarms noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responding. Customer's blood glucose was 436 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed unexpected restart. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.